Event description:
Patient called the resource nurse to say her cadd pump was beeping and she could not get it to run. Resource nurse tried to walk patient through steps to fix it without success. Patient was instructed to come to clinic. I do not know at this time what happened after the patient arrived to the clinic. The pharmacist in charge of the rental of these products is searching to see if the patient did receive all of her medication. Pharmacist has informed me that the pumps are returned to the rental company, for repair/inspection. As I do not know who the actual manufacturer is, nor do I have identifying numbers, this site has not notified the manufacturer.